Event description:
An ocd representative reported events of a false negative result issued by the provue for the 2cell screen test to a validation sample known to have a weak reacting passively acquired anti-d due to rhogam. No erroneous results were reported. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On 7-14-2014 an ocd field engineer (fe) arrived at the customer site and did a reader camera adjustment. The fe reseated the syringe and observed two gripper clips were missing. The fe installed the two gripper clips. The fe did a gripper adjustment. The fe ran diagnostics for verification. This instrument is being used to support the ortho vision validation. Repairs have returned this instrument to expected operation.